Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 4 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe aortic insufficiency and moderately severe stenosis. No additional adverse patient effects were reported.  Patient weight added. Relevant history updated. Patient codes updated. If information is provided in the future, a supplemental report will be issued.